Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va08adf, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was hospitalized due to being given too much heparin and were hemorrhaging. The patient developed a c. Diff infection in the hospital and took seven months to get over it. The patient was sent home, got on a korean extract twice a day, and started seeing an acupuncturist. They were doing better. The patient did not take the pill they were prescribed. They developed a urinary tract infection and got pneumonia. They were sent back to the hospital. Something was wrong with their heart, so they were sent to another hospital. Their stomach was red from grabbing and putting heparin in. After five months of fighting infection, blood work showed that they were fine.